Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited dirt in objective lens and image out of field of view. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunction "image out of field of view" is traced to component failure and for the malfunction "dirt in objective lens" is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.